Event description:
Poor visibility with alcon's panoptix trifocal lens based on alcon's impressive brochure I opted for the panoptix trifocal lens for my left eye cataract surgery performed on (B)(6) 2020. It was the more expensive option that promised to deliver all-range clear visibility without any corrective glasses. With extreme disappointment and (increasing) frustration I must report that the panoptix trifocal lens has provided (increasingly) blurred visibility no better (indeed worse) than the original cataract. To make matters worse this entire operation has cost me about ~$(B)(6) with little to show for it. Now that I can experience the lens and its effects first-hand I feel the panoptix trifocal lens is fundamentally flawed even based on my rudimentary but decent knowledge of basic physics. The concentric layers of acrylic/plastic will of course deliver concentric circles from point sources of light. But it is not "just" a night-time driving problem. Its effects permeate all times (day & night) affecting all light entering the eye. This causes all images to be fuzzed and blurred with constant shadows created by the ring structure of the lens. At all times, viewing of far, near and intermediate objects (moon, planes, phones, laptops, tablets, tvs) is marred by blurs and shadows. Bottom line there is no clarity or sharpness from the panoptix trifocal lens for any range any time. The promising visual in alcon's brochure is completely misleading. My vision now with the panoptix trifocal lens is closer to the blurred picture on the left and nothing like the sharp picture on the right. There are other effects like random flashes at the left corner of the eye. Suffice it to say that after about 6 weeks of prep, surgery, and care I have left eye vision that is no better (indeed poorer) than before the surgery. To get relief and better vision I have discussed with my ophthalmologist and scheduled a 2nd surgery with a basic iol lens in 2 weeks I seek engagement with FDA to further discuss my case with respect to alcon's market placement and false advertising of the panoptix trifocal lens please contact me at the earliest, regards mr. (B)(6). FDA safety report ID # (B)(4).